Manufacturer narrative:
B3: event date unknown. D9: date returned to mfg unknown. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed an ¿upstream occlusion¿ alarm message occurred. Functional testing was able to replicate the reported issue; the device alarmed ¿upstream occlusion¿ during priming. The root cause was unknown. Sensor calibration was performed. Event service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a problem with purging the tubing. It is unknown if there was patient involvement, no adverse patient effects were reported.